Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, phone alarms sometimes but not always. No additional patient or event information is available. No product was provided for evaluation. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined post investigation as the allegation was not found.